Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg is inoperable and unable to communicate with external devices. It was noted patient had an unrelated surgical procedure; however, it is unknown if the device was placed into surgery mode. Programmer displays error message "generator is not responding." Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott, the patient was unable to connect with their ipg. The patient controller app displayed ¿generator is not responding". Technical service advised that the generator was currently in a locked state and unable to communicate with the controller. The caller stated the patient had a surgery in (B)(6) 2023. It's unknown if the device was placed in surgery mode. The rep met with the patient and reported the ipg was inoperable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.